Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Customer consumed carbohydrates to address bg and continued to use the pump for insulin therapy.